Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a mass excision there was a flash as the surgical site from either the pencil or the tip. It is unknown how they finished the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2019. Additional information obtained:: no burn occurred, but there was a flash arc.